Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. Reporter: no phone number provided. The customers biomed department tested the ventilator and was not able to duplicate the reported issue. The service engineer (se) inspected the device and could not duplicate the reported issue. The ventilator passed all testing.

Event description:
It was reported that while in use on a patient the ventilator shut down generating an error code. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Event date not specified; estimate used.